Event description:
It was reported that during occlusion testing, the clutch is released. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer and attached on 9-sep-2022, the event occurred during the annual testing. Customers were unaware if prior to this the errors occurred during use, there are no internal complaints stating patients were involved. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt. The top case corners were chipped and there was a crack by the handle and tubing guides. The bottom case was cracked by the l-bracket and right plunger case. An error code was found in the ehl (event history log). An occlusion test was performed. The customer reported issue was duplicated, and popping noise followed by travel course error ? Check clutch/plunger lever error occurred. The root cause of the reported issue is from normal wear from customer use whereby the clutch halves slip on the lead screw. To correct the issue, the lead screw, clutch spring and both clutch halves were replaced. The power up process, preventive maintenance, occlusion test and all functional tests were performed which passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).